Event description:
It was reported that during use with a bd lsrfortessa¿ the waste line leaked outside of the instrument. The following information was provided by the initial reporter: the valve 3-way valve on pump 1 of the hts is leaking. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Waste. What is the source of leak - waste line or non-waste line? Waste line. Was the customer exposed to biohazard fluids (example: blood, tissue, waste)? No. If customer was exposed, how were they exposed? (Clothing, skin, mucous membrane, or non-intact skin) n/a. Was personal protective equipment (ppe) being worn? Unknown, but the customer did not come into contact with the liquid so n/a? Was biohazard fluid mixed with bleach? No. Was there any physical harm/injury or impact to patient samples due to leak? No. If customer was harmed/injured, provide details - how and to what extent? N/a. If there was patient harm, what is the current medical status? N/a.

Manufacturer narrative:
H6: investigation summary: there were 2 work orders started. (B)(4) was closed due to ¿no response from client on demand of po¿. No other information provided. (B)(4) was canceled. No other information provided. DHR review: the part number 657675r1 and serial number (B)(6) lsrfortessa. The instrument met all the manufacturing specifications prior to release. Root cause: cannot be determined conclusion: based on the investigation results complaint is unconfirmed.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd lsrfortessa¿ the waste line leaked outside of the instrument. The following information was provided by the initial reporter: the valve 3-way valve on pump 1 of the hts is leaking. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Waste. What is the source of leak - waste line or non-waste line? Waste line. Was the customer exposed to biohazard fluids (example: blood, tissue, waste)? No. If customer was exposed, how were they exposed? (Clothing, skin, mucous membrane, or non-intact skin) n/a. Was personal protective equipment (ppe) being worn? Unknown, but the customer did not come into contact with the liquid so n/a? Was biohazard fluid mixed with bleach? No. Was there any physical harm/injury or impact to patient samples due to leak? No. If customer was harmed/injured, provide details - how and to what extent? N/a. If there was patient harm, what is the current medical status? N/a.